Event description:
It was reported that the device ¿feed rate deviation outside the tolerance¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the entire device slightly worn. No problems were found in the event history log. Functional testing was able to replicate the reported issue; the pump had a slight overflow. The root cause was determined to be the expulsor. The expulsor was sanded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.